Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/05/2016, a reporter contacted animas alleging that the patient was having issues with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: on investigation, the pump histories were reviewed; the complaint was reported on (B)(4) 2016 and the pump was in use for delivery of insulin to the patient until (B)(6) 2018. Therefore, all the pump history for the time of the alleged blood glucose excursion has been overwritten. On investigation, the pump passed all required testing for delivery accuracy. The pump was found to be operating as intended without malfunction. Investigation did not duplicate the complaint.